Event description:
A patient was implanted with a sophy valve. Our distributor reported that the device had to be explanted following pressure adjusting difficulty and overdrainage. We have very little detail regarding this case and are in contact with the distributor to obtain additional data from the hospital.

Event description:
A patient was implanted with a sophy valve. Our distributor reported that the device had to be explanted following pressure adjusting difficulty and overdrainage. We have very little detail regarding this case and are in contact with the distributor to obtain additional data from the hospital. Follow up #1: we received more details from the user facility. In (B)(6) 2016, a 41-year-old female patient was implanted with a ventriculo-peritoneal derivation including a sophy adjustable pressure valve with a pre-attached reservoir. In (B)(6) 2018, the physician noticed pressure setting changes and pressure adjustment difficulty resulting in overdrainage and a slit venticule syndrome. The valve had to be explanted.